Manufacturer narrative:
On (B)(6) 2017, it was reported that a tandem clinical diabetes specialist spoke with the customer and the customer no longer needed any assistance from tandem. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experiencing low blood glucose (bg) levels (52 mg/dl) and was not feeling well. The customer did not know what caused the low bg. As the event had occurred in the past, troubleshooting to determine a possible cause was unable to be performed. A tandem clinical diabetes specialist was to reach out to the customer.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.